Event description:
It was reported that the patient with the pacemaker system presented into the emergency room due to an alert of high and low impedances measurements out of range on this right ventricular (rv) lead. Noisy signals and high and low pacing thresholds were also noted. Additionally, the power consumption on the pacemaker was over five hundred percent. Upon review, it was found that the pacemaker exhibited premature battery depletion due to the consistency in high power consumption and the lead impedance measurements. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.